Manufacturer narrative:
Date of report: 19jun2019. Date rec'd by MFR: 18jun2019. The replaced touch screen was returned for failure investigation. The unit was physically damaged upon receipt. The screen shattered and fragmented into multiple pieces. No testing was possible due to the condition of the returned unit. The root cause could therefore not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The field service engineer (fse) evaluated the device and replaced the monitor cover, touch cover, the oxygen capture support system and filters to address the issue. The ventilator passed al testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a broken touchscreen. Although requested, it is unknown if the device was being used on a patient at the time of the event occurred. Event date not specified; estimate used.